Manufacturer narrative:
(B)(4). (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a distal biliary stricture on (B)(6) 2010. This procedure was conducted as part of the (B)(4) wallflex biliary fc benign stricture study. According to the complainant, a cholangiogram performed on (B)(6) 2010 revealed a distal biliary stricture, which had been previously treated with a plastic stent and a sphincterotomy. During the stent placement procedure, the plastic stent was removed, and a sphincterotomy was performed. According to the complainant, on (B)(6) 2011, (B)(6) post stent placement, the patient underwent endoscopic intervention to treat a migrated study stent. The stent was noted to be partially migrated, proximally 1 cm, with the proximal end of the stent below the hilum. The distal end of the stent was transpapillary. The stent was repositioned, and the subject experienced no adverse events or clinical symptoms from this event.